Event description:
It was reported that during an anterior cruciate ligament surgery, when the doctor passed the guide (2.4 mm), the guide started to release some particles of the material that is made and these were inside the patient. Some particles were cleaned, but some of them remained inside the patient (there were too small). There was no significant delay or patient injuries.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however photographs were sent for evaluation. Review of the photographs confirmed the reported complaint of shedding. The photos show a guide wire that is heavily scored in a circular manner missing material. An exact root cause cannot be determined with confidence without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.